Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 400 mg/dl at the time of incident. The customer stated insulin was able to exit during a fixed prime. Troubleshooting was not completed as the customer was disconnected from the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.